Manufacturer narrative:
Device was received with complaint for investigation. Visual inspection of the returned provisional identified that the post had fractured off. The post fragment was not returned for exam. Gouges were also noted on the edges of the device. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. This device was manufactured in oct 2009, with an approximate field age of 6 years 5 months; the device has been used in an unknown number of surgeries. Per the instrument/provisional use and care package insert, instruments should be carefully inspected prior to each use. The package insert also states that polymer provisionals may show eventual surface degradation from the heat and chemicals used in cleaning and steam sterilization. It appears that the provisional fracture occurred due to wear and tear from use.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the alignment peg broke off of the provisional prior to surgery.